Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any additional measures, aside from the x-ray, taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast surgical procedure on (B)(6) 2018 and a suture was used. During surgery, the surgeon noticed the tip of the needle was missing so an x-ray was taken in theatre. The procedure was completed. There was no harm or no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. Were any additional measures, aside from the x-ray, taken to retrieve the broken piece? The patient was having breast surgery and I believe the surgeon check the wound but did not find the needle tip. The nurses also used a magnetic roller on the floor but did not locate the needle tip also. 2. Was there any additional tissue damage as a result of searching for the needle piece? I spoke to the nurse involved in the case and she has informed me that no tissue damage was mention by the surgeon. 3. Does a piece of the needle remain in the patient¿s tissue? If yes, -what tissue structure is it located? This is unknown, the patient was having a breast procedure. 4. If retained, what is the surgeon's opinion of consequences to the patient? Unknown, however, the nurse involved stated that the surgeon was assured that the needle tip was not in the patient following an x-ray. 5. Is the device available to be returned for evaluation no product to be returned.